Event description:
The hospital report of this event decribes placement of a trach care suction catheter due to increased secretions in a patient thereby requiring increased suctioning. Shortly after placement of the catheter, the patient became tachypneic and exhibited other signs of respiratory distress. Once the catheter was removed, respiratory distress resolved and the patient was reported to be in stable condition.

Manufacturer narrative:
The product involved in this incident was returned to the manufacturer on january 15, 2007 and to date, the investigation will be commencing shortly. It is noted that the physical appearance of the catheter is uneventful. Also since a lot number was not provided by the hospital, the specific batch record could not be identified for review. In a follow-up discussion with the initial reporter (education coordinator for nursing products), it is suspected that the incident was not the result of a product failure but rather that the suction catheter was not retracted and therefore left in the airway, making breathing difficult. Additional follow-up has been requested from the nurse involved in the incident to confirm or negate the above hypothesis.